Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable. The cse performed all required testing, and the device operated within manufacturing specifications. (B)(4).

Event description:
A report was received from (B)(6) stating that an 840 ventilator lost graphic user interface (gui) communication while in use on a pt.